Manufacturer narrative:
The complaint received states that the day after the index procedure, this (B)(4) study patient experienced a tia. This is a (B)(6) female with medical history including hyperlipidemia, abnormal stress test, congestive heart failure, diabetes mellitus and hypertension (systolic>140, or diastolic>90, or requiring medication). This patient meets the high-risk criteria for abnormal stress test and age > 75. For the index procedure the patient was symptomatic and with a 70% stenosis in the bifurcation of the right common carotid artery. The lesion was 29mm long, was eccentric, and had no calcification and no vessel tortuosity. The lesion was pre-dilated and an 8 x 40mm precise pro rx was deployed with no malfunctions or associated major adverse event. An angioguard rx was successfully deployed and retrieved with no technical problems or associated major adverse event. The patient was discharged two days after the index procedure. The nih stroke score and the stroke score at discharge were 1 and 0, respectively. The information received from the (B)(4) study indicated that the day after the procedure the patient experienced a transient ischemic attack (tia). The patient had visual field loss on both sides. There was no hemiparesis, no hemiataxia and the patient was not hemineglect. The event had a sudden onset and had full recovery with no deficit in less than 24 hours. There was no presence of babinsky. The event did not require emergent cea surgery. The event was reported to be unrelated to the cordis product and the index procedure. Addendum: the cause of the tia was not determined. She had a CT scan of the head that showed small chronic sub segmental infarction scar on the right temporal occipital region, but no acute intracranial process. There was no treatment for the tia. The patient was just observed. Per neurology consult, the patient tolerated the stent placement well. The discharge mae was the tia. At the time of discharge, the patient was symptom free. The symptom was double vision. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15171118 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No issues were noted that were considered potentially related to the reported complaint. No excursions were found for lot 15171118. No nonconformance records were issued for this lot. Double vision, as a symptom of tia, is a well-known potential adverse event associated with the carotid stent implantation procedure. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. There are vessel, lesion and procedural issues that may have contributed to the adverse event experienced by the patient.

Manufacturer narrative:
The device is not available for evaluation. Additional information will be submitted within 30 days from receipt. Concomitant medical products: pre-procedure: clopidogrel and aspirin. Intra-procedure: heparin, post-procedure and discharge: clopidogrel.

Manufacturer narrative:
The adjudication minutes were received and agree with the diagnosis of tia - non-ipsilateral, occurring post stent implantation and that the event was procedure related. The site reported full recovery in less than 24 hours. Based on the adjudication minutes, the tia will be unreported. Please update your files. This event is no longer considered reportable. No additional follow-up will be forthcoming.

Event description:
The information received from the (B)(4) study indicated that the day after the procedure, the patient experienced a transient ischemic attack (tia). The patient had visual field loss on both sides. There was no hemiparesis, no hemiataxia and the patient was not hemineglect. The event had a sudden onset and had full recovery with no deficit in less than 24 hours. There was no presence of babinski. The event did not require emergent cea surgery. The event was reported to be unrelated to the cordis product and the index procedure. For the index procedure the patient was admitted symptomatic and with a 70% stenosis in the bifurcation of the right common carotid artery. The lesion was 29mm long, was eccentric, had no calcification and no vessel tortuosity. The lesion was pre-dilated and a 8 x 40mm precise pro rx was deployed with no malfunction or associated major adverse event. An angioguard rx was successfully deployed and retrieved with no technical problems or associated major adverse event. The patient was discharged two days after the index procedure. The nih stroke score and the stroke score at discharge were 1 and 0, respectively.

Event description:
Additional information was received that indicated the cause of the tia was not determined. The patient had a CT scan of the head that showed small chronic subsegmental infarction scar on the right temporal occipital region, but no acute intracranial process. There was no treatment for the tia. The patient was just observed. Per neurology consult, the patient tolerated the stent placement well. The discharge mae was the tia. At the time of discharge, the patient was symptom free. The symptom was double vision.